Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, episodes of high ventricle rate were observed. The patient historically paces less than one percent in the ventricular. The noise appeared to be myopotential oversensing and could be reproduced in clinic with provocative testing. The patient was asymptomatic. The physician elected to take no action as the patient is not pacemaker dependent. The patient would continue to be monitored.